Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they first started experiencing the patient programmer and recharger not displaying the lightning bolt and return of symptoms on (B)(6) 2017. They started to feel a lot of lower back pressure. They tried to charge the stimulator and the monitor showed it fully charged. They started pushing buttons and their pain was coming back and they panicked. The patient learned during the call that they were pushing incorrect buttons on the patient programmer. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was a return of symptoms. She had episodes of the implantable neurostimulator recharger and patient programmer not working on (B)(6) 2017. It was described as the lightning bolt not being on. During these times, the patient reported tightness, pressure in hip, and burning down leg which are symptoms that the implantable neurostimulator usually addresses. At the time of the report, the patient grabbed the patient programmer which did not have a lightning bolt present and pressed the stimulation on button and noted that the lightning bolt had come on. The implantable neurostimulator recharger was able to connect and showed a full implantable neurostimulator battery. The patient has stimulation on group b, program 1 at 1.65 volts and program 2 at 1.70 volts. The patient had turned stimulation down and back up.